Event description:
It was reported that the pulse generator could not be interrogated. In 2008, battery data was 2.58 v with a remaining longevity of less than three months. Despite multiple attempts with different programmers, the device could not be interrogated. The pulse generator was replaced.

Manufacturer narrative:
Na